Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, cold pixels appeared near the probe tip in multiple slice planes during multiple ablations. When the user released the footpedal, the cold pixels persisted. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.